Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection of the returned penta lead paddle found several wires being broken.

Event description:
Additional information received indicates that surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue. During the procedure it was noted that the lead had fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patients lead displayed high impedances. Surgical intervention may be pending to address the issue.